Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after taking a spin, the doors were unable to open. At this time, they noticed that the pendant screen was flashing/flickering. They rebooted and were able to open the doors, but the screen continued flickering. Patient present. There was 15 min delay.there was no impact on patient outcome.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and work order stated that the pendant was replaced as it appeared worn. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.